Manufacturer narrative:
Continuation of d10: product ID: wr9230, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9230, serial/lot #: (B)(6). H3: analysis of the wireless recharger had shown that there was a failure of no ins secret key. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pairing of the wireless recharger and recharger app was not possible. Implantable neurostimulator (ins) communication was performed using the dbs app, but this was completed without any problems. Pairing was also performed using a different recharger app, but this did not help. The handset and recharger were restarted, but this did not work either. No possible contributing factors were identified. The issue was not resolved at the time of this report. The wireless recharger will be replaced. Additional information was received. The replacement device resolved the issue.